Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power cord was found to be frayed and was repaired. Circuit boards were reseated and cables made secure as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up during a procedure. The 9800 system had to be reinitialized and the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.